Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not pump up due to a mechanical issue. Fluid loss and air in the system was noted. The outer layer of the ipp was torn and tissue had grown into the fabric of the cylinders. The device was explanted and replaced. Removal of the device was extremely difficult. No additional patient complications were reported.